Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell two of three on the homechoice. The patient was connected at the time of the alarm. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The technical service representative assisted the patient in clearing the alarm. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.